Event description:
It was reported that a patient underwent a sling procedure in 2003. The sling was fitted too tightly initially and another surgery was needed one week later. The patient experienced an ongoing urinary tract infection for ten years. The patient developed excruciating abdominal pain while urinating eighteen months ago. The patient underwent laser surgery for mesh erosion in (B)(6) 2012. In (B)(6) 2013, the patient experienced a recurrence of pain. The patient is waiting for another laser treatment and is in constant pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.